Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Based on our investigation, it was determined that this issue did not cause death or serious injury and if it were to occur again it is unlikely to lead to death or serious injury. This record has been assessed as not an adverse event and is not reportable in any region at this time.